Event description:
Boston scientific received information that during routine implant of this pacemaker, upon connection of the chronic right atrial (ra) and right ventricular (rv) lead to the device header, noise was observed. The noise on the rv lead was oversensed resulting in pacing inhibition for this pacemaker patient. The ra and rv leads were explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 175 millimeters (mm) from the terminal pin, two segments were returned for a total length of 268 mm, the tip segment was not returned and the inner conductor and inner insulation of the second segment (mid-body segment) was not returned. Visual observation noted the presence of set screw marks on the lead terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation and guidewire testing was not performed due to the lead damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The damage to the lead was concluded to be consistent with induced damage.